Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the hose burst once it was connected to the k-wire attachment device and the start button was pressed. It was further reported that the k-wire attachment device did not work. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The lot/serial number and manufacturing location are unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure on a female patient, it was observed that the hose on the double air hose device burst after being connected to the nitrogen source and while checking the power tool devices. It was reported that there was no delay due to the event as an unspecified spare hose was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.